Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the cannula was disengaged from the trocar. The inflation syringe was not received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing using a test syringe the trocar balloon was inflated, no leaks detected. The condition of the dissector balloon precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the balloon physically broke. They used another device to resolve the issue in order to complete the case. There was no patient injury.